Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the packet of jelly could not be opened due to there were no "open" notches on pouch.

Event description:
It was reported that the packet of jelly could not be opened due to there were no "open" notches on pouch.

Manufacturer narrative:
The reported event was confirmed as supplier related. The evaluation confirmed that there was no notch on the jelly packet. The sample was sent to the supplier for further investigation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "storage method and expiration date 1. Storage store in dry, cool place away from heat, moisture and direct sunlight. 2. Expiration date. Indicate on the direct package and outer box".